Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleged that the aviva expert meter does not suggest boluses for blood glucose correction, only carbohydrate bolus. She says it does it sometimes, but the last two weeks not at all. Customer's nurse has confirmed this downloading the meter memory. The nurse has checked that the settings are correct. The nurse mentioned an occasion when customer's bg was 15 mmol/l, but still no correction bolus was suggested. No adverse event reported. A request was made for the return of the device.